Event description:
The patient reported the v-go fell off after 5 hours, and patient was at the pool and the water was cold. The patient wears v-go on her abdomen. The patient indicated this is the first time this happened.